Manufacturer narrative:
(B)(4).

Event description:
It was reported that on a patient of 160cm in height the spring wire guide (swg) couldn't be extracted by the doctor during usage. Then the surgery went on after changing to another new one. Patient outcome reported as fine. There was no patient death, serious injury or patient complication reported.

Manufacturer narrative:
(B)(4). The device was returned to teleflex for investigation. The reported complaint of iab tight over guidewire is confirmed. The iab was returned with the packaging tray arrow sticker missing/damaged, which indicates the iab was not prepped correctly per the IFU. The iab was noted with damage consistent with not being prepped successfully. Upon functional testing, the central lumen was noted flattened at the location of the guidewire resistance. The flattened central lumen caused the resistance when loading the guidewire. The root cause of the complaint is a result of improper prep per the IFU. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Other remarks: teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. An in-service for the customer will be performed to reiterate the appropriate method for iab prep/removal from its packaging.

Event description:
It was reported that on a patient of 160cm in height the spring wire guide (swg) couldn't be extracted by the doctor during usage. Then the surgery went on after changing to another new one. Patient outcome reported as fine. There was no patient death, serious injury or patient complication reported.